Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will MDR submitted.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a stent dislodgement occurred. The 90% stenotic lesion was located in the calcified and tortuous proximal to mid right coronary artery (rca). The lesion was pre-dilated. The 16mm x 4.00mm liberte' monorail stent delivery system failed to cross the lesion. Upon withdrawal back into the guide catheter, the stent detached in the rca. The patient was transferred to another hospital where coronary artery bypass graft (CABG) was performed and the dislodged stent was successfully removed. No further patient complications were reported. Patient status is reported as "good".